Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device powers down and wont turn on. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem verified/duplicated during lab tests. The failure was localized to a corrupted program code in the flash memory (B)(4).